Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a blood leak that occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the bloodline and the heparin line. There was no damage noticed on the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 15ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with the new supplies. The patient is female with initials (B)(6), (B)(6) years of age, and a dry weight of approximately 67kg. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, but was not available.

Event description:
It was reported a blood leak that occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the bloodline and the heparin line. There was no damage noticed on the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 15ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with the new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, but was not available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.